Event description:
International affiliate reports that while using the vein stripper, the olive component became detached from the cable. This occurred as the surgeon was pulling to strip the vein. A small extension of the cut down was performed to remove the separated component.